Manufacturer narrative:
Investigation completed 12/19/2017. Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided, a root cause could not be determined.

Event description:
Post operative leak was reported. It was unknown if the event lead to an increase of surgery time. The issue was detected because of a market study on duraseal. Linked to mfg. Report number: 3003418325-2017-00020.